Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
After septal puncture, sheath was inserted into the left atrium, and when a left atrial contrast study was performed, it was discovered that the contrast agent was leaking out of the left atrium; furthermore, the blood pressure started decreasing, and cardiac tamponade was discovered. Immediate drainage was performed. Almost all of the articles used became non-sterile because of an urgent need. During the procedure, the venous blood was drawn, the contrast agent flowed in the superior vena cava (svc) direction. The patient had congenital patent foramen ovale (pfo) and roof vein, so it was possible that a scratch occurred around the septum or around the roof vein region but the cause and the device suspected to have cause the scratch are unknown. The condition stabilized afterwards, but the procedure was aborted. Subsequently, the patient was transferred to the ward. No further patient complications have been reported as a result of this event.